Manufacturer narrative:
Device was used for treatment, not diagnosis. The method of use rather than a design deficiency has led to this complaint. The device is determined to be suitable for its intended use and the complaint invalid from a design perspective. The design was reviewed and determined to be suitable for the intended use and therefore the complaint is invalid with respect to design. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. This device is an instrument and is not implanted/explanted. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion can be drawn.

Event description:
It was reported: a helical blade coupling screw with a head that broke off. The device was found broken in sterile processing. It is unknown how or when the coupling screw broke. The event is not related to any specific patient or case. There was no report of any problem during last previous use in the operating room. This is 1 of 1 report for complaint (B)(4).